Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and also had frozen screen. The customer's blood glucose value was 95 mg/dl. Customer reported they were unable to clear the alarm. The customer also reported keypad anomaly. The time clock was advances. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.